Event description:
Medtronic received information that a solitaire sfr4 stent had resistance in the catheter during the procedure. There was too much f friction and they couldn't pull it up. They always use the same set up for solitaire 4 and6 cello+sofia+ headway 21. Due to the friction, they discarded it and used another solitaire 6-40 with the same lot number b712995 which went it well and they could perform the mechanical thrombectomy without any problems. The resistance was in the middle of the catheter. Vessel tortuosity was moderate. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an ischemic stroke. No patient symptoms or complications were reported. Ancillary devices: cello 9 fr guide catheter, headway 21 microcatheter, sofia 5 fr distal access catheter.

Manufacturer narrative:
H3: the solitaire fr4-6-40 stent device¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No defects were found on the pushwire, and no other anomalies were found. The solitaire fr4-6-40 stent device was tested for catheter compatibility using an in-house rebar 18 catheter. The rebar 18 catheter has an inner diameter (ID) of 0.021¿, which is the same inner diameter (ID) as the reported non-mdt (headway 21) catheter used by the customer. The solitaire stent passed through the catheter tip without difficulty. No resistance was observed on the hub and along the catheter. Based on the reported information and device analysis, the customer¿s complaint of resistance was not confirmed, as the returned solitaire fr4-6-40 stent device was not damaged. The root cause of the resistance complaint cannot be determined. Possible causes include moderate vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, the reported non-mdt (headway 21) catheter is compatible with the solitaire fr4-6-40 stent device as it has an inner diameter (ID) of 0.021¿, ruling out incompatibility as a possible cause of the resistance complaint. The moderate vessel tortuosity, damaged catheter, and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Since the non-mdt (headway 21) catheter was not returned, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.